Manufacturer narrative:
Appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast lift. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor gel implant placed experienced left sided baker grade iii capsular contracture post procedure. The patient had a breast lift performed in 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on june 15, 2022. The impacted product, originally reported as unknown gel, is a 600cc mentor memorygel breast implant. The patient is a 42-year-old caucasian female. In addition to the capsular contracture reported initially, the patient also experienced rupture. Explant was performed on (B)(6) 2022. A manufacturing record evaluation was performed for the finished device 6457183 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).